Event description:
Reporter has been notified of an event that air leakage was found after tube was in use for more than one hr. Unit was pretested per instructions for use. No adverse outcome. The tube was destroyed by the customer and the size could not be identified. Event occurred at the hosp in other country.